Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient twiddled the device in axial rotation. The right atrial lead dislodged. The lead was explanted and replaced. There were no adverse consequences to the patient. The patient's condition was stable.